Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a heparin 25,000 units/250ml infusion with a recent dose change on (B)(6) 2018 at 12:10 to infuse at 9.3units/kg/hour, the pump gave an unexpected heparin ¿bolus¿ without being programmed to do so. The infusion was discontinued on (B)(6) 2018 at 17:51. The patient and lab work were monitored. There was no lasting patient harm.

Manufacturer narrative:
The customer¿s report of a heparin bolus infusing without being programmed was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The event was reported to have occurred on (B)(6) 2018, however the pcu and pump module event logs show there were no entries between (B)(6) 2018 and (B)(6) 2018. The last infusion performed on the pump module was via a remote IV request at 4:18 pm on (B)(6) 2018 for heparinc to infuse at 10ml/hr with a vtbi of 250ml (concentration = 100unit/ml, dose = 11.9unit/kg/hr). The infusion ran until 8:22 pm when the user programmed a delay for 60 minutes. After the delay, the user channeled off the device and it was removed from the system. The volume recorded as being infused during this period was 40.1ml. Functional testing was performed and the pump module was delivering fluid within specification. The root cause of the reported event was not identified.

Event description:
The customer reported that during a heparin 25,000 units/250ml infusion with a recent dose change on (B)(6) 2018 at 12:10 to infuse at 9.3units/kg/hour, the pump gave an unexpected heparin ¿bolus¿ without being programmed to do so. The infusion was discontinued on (B)(6) 2018 at 17:51. The patient and lab work were monitored. There was no lasting patient harm.